Event description:
During a case, when attempting to activate fluoroscopy, an error message appeared stating that there was a generator error/system overload. Surgeons were unable to make out imaging. The radiation sensing equipment stated that even when shutting off fluro, radiation was increasing, and on last count was around 300 milligray (reported by resident). We were unable to finish the case. Emergency stop button activated. Recently same equipment was repaired for similar problem.======================manufacturer response for fluoroscopy, opus 2 (per site reporter).